Event description:
It was reported the customer received an occlusion alarm during bolus delivery. Reportedly, the cannula was bent. Occlusion had elevated blood glucose levels (315 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.